Manufacturer narrative:
Updated fields: b5. H6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the balloon was unable to be deflated, requiring additional intervention. A mustang 10.0 x 40, 75cm was selected for use. The balloon was inflated according to the instructions for use. When the deflation was attempted, the balloon was unable to deflate. After 10 minutes of attempting to deflate the balloon, the contralateral leg was punctured to proceed with the intervention. The ballon was destroyed percutaneously, and the catheter was removed via the sheath. The patient condition was reported to be good with no problems post procedure. It was further reported that the target lesion was located in the iliac artery and the procedure type was percutaneous transluminal angioplasty pelvic cross-over.

Event description:
It was reported that the balloon was unable to be deflated, requiring additional intervention. A mustang 10.0 x 40, 75cm was selected for use. The balloon was inflated according to the instructions for use. When the deflation was attempted, the balloon was unable to deflate. After 10 minutes of attempting to deflate the balloon, the contralateral leg was punctured to proceed with the intervention. The balloon was destroyed percutaneously, and the catheter was removed via the sheath. The patient condition was reported to be good with no problems post procedure.